Manufacturer narrative:
A co service rep checked system, including I/a handpiece and fluidic tubing. Found tubing clean and clear, without any abnormalities. System and handpiece met performance specifications. Reported problem could not be confirmed.

Event description:
Reporter initially noted white liquid came out of I/a tip during procedure. Dr completed case; pt recovered well. No inflammation noted and eye is quiet. Suspects this is debris remaining in handpiece and tips after cleaning. Additional info received noted microscopic white particles observed after inserting I/a handpiece in eye; not all particles were removed.